Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a lantern delivery microcatheter (lantern), a coil, and a non-penumbra catheter. During the procedure, while attempting to advance the coil through the lantern, the lantern fractured. The fractured lantern was removed by hand. It was reported that the coil was retracted from the fractured lantern. The procedure was completed using a new lantern, the same coil, and the same non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed that the catheter was fractured. The fracture is likely a result of kink. This type of damage such as a kink and subsequent fracture typically occurs if the lantern is advanced against resistance during use. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed a kink on the catheter shaft. This damage is incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.